Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the breath delivery (bd) to graphical user interfere (gui) cable assembly. The ventilator passed all testing.

Event description:
The customer reported that the 840 ventilator had a loss of communication while in use on a patient. There was no patient harmed or injured as a result of the event.